Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that near the o-ring, air was visible. The customer cleared the reservoir of the air bubbles but a big air bubble appeared again. The infusion sets were also not sticking. Customer's blood glucose level was 400 mg/dl. The customer corrected their blood glucose level with the insulin pump and pen. The device was not returned.